Manufacturer narrative:
Results: evaluation of the returned product found that the stitching that connects the connecting strap and the ankle cuff broke off; as a result, the connecting strap has detached from the product. There were no other damages found on the product. (B)(4).

Event description:
Customer reported the strap broke while in use, during a training demonstration. The date when the issue occurred was not reported. No patient incident or injury was reported.